Event description:
Journal reference: flueckiger b, knecht h, grossmann s, felleiter p. Device-related complications of long-term intrathecal drug therapy via implanted pumps. Spinal cord. 2008;46(9):639-643. The medical records of all in- and out-patient adults treated at our institution during a 12 yr period were reviewed. All pts that had rec'd intrathecal drug therapy via implanted pump were invited to a structured interview. Complication rates of the pts treated in our center, where we have long-term experience with the indication, implantation and continuous care of pts with intrathecal infusion sys, are in the lowest ranges when compared with other published studies. Reportable event: dislocation of the catheter tip required catheter replacements in 11 pts. See mfg report# 2182207200807854.

Manufacturer narrative:
(See scanned pages).